Event description:
It was reported that the patient's skin was punctured in several places at the neck area while using the tunneling tool during an implant procedure of the deep brain stimulation (dbs) system. The skin punctures were sutured, and the procedure was completed with a non-boston scientific tunneling tool. The patient did well postoperatively. The physician stated that the device was difficult to use, however it was discarded by the facility and not returned for analysis.